Event description:
Stapler load of da vinci xi sureform 60 blue stapler misfire on the gastric pouch during a robotic roux-en-y gastric bypass. An additional staple load was placed medially on the gastric pouch. Return to surgery was needed a few days after the original procedure due to abdominal pain and peritonitis.

Event description:
Stapler load of da vinci xi sureform 60 blue stapler misfire only firing staples on one side during a robotic roux-en-y gastric bypass. Return to surgery.